Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced erosion, incontinence and left sided flank pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/31/2022. Additional information: g4. Additional b5 narrative: it was reported that the patient experienced dysuria and urinary infections following the procedure. It was reported that the patient underwent a cystoscopic examination on (B)(6) 2016 and found the mesh in the urethra. It was reported that the patient underwent revision surgery and urethral repair on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/12/2022. Additional b5 narrative: it was reported that the patient underwent removal of mesh on august 29, 2016.